Manufacturer narrative:
During inspection and testing, the foreign material found in the forceps elevator was suspected to be due to insufficient cleaning of the device. The clogged material was not visible or could not be removed from the nozzle; therefore, the material could not be identified. In addition, service found the bending section cover was rusty, the connecting tube was scratched, the universal cord was scratched, and the water removal ability was out of specification due to clogged nozzle. The bending angle in up/down/right directions was out of specification, and there was play in the up/down knob, and the right/left knob, due to wear of the angulation wire. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device is an olympus loaner device that was returned to an olympus service center with no alleged complaint. Upon inspection and testing of the returned device, it was observed that there was foreign material in the forceps elevator and the nozzle was clogged. There was no patient or user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, it is likely the event occurred due to insufficient reprocessing. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.